Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient 20 mmhg or peak velocity 3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient 20 mmhg, eoa 0.9¿1.1 cm2 and / or dvi 0.35 m/s, and / or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the increase in gradient could not be confirmed, as no documentation regarding the event has been provided at this time. The cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available. However, the root cause of the event was likely due to patient factors (possible patient prosthetic mismatch as the new surgical valve size was 23mm versus 20mm, pre-existing valvular disease process) and procedure related factors ( unknown if the initial surgical valve was fractured prior to tavr). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions / conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification through the implant patient registry that a 23mm sapient 3 valve was explanted after an implant duration of 5 months and 25 days due to the valve not relieving the obstruction (stenosis) or high gradient of the pre-existing surgical valve. Through follow up it was learned that, initial tavr was a viv (20mm s3 in a surgical valve) in the aortic position. The patient had progressive aortic stenosis with a peak gradient of 80mmhg, a mean gradient 45mmhg, and an ava 1.09. The patient underwent an explant of the tavr valve, a re-do avr with a 23mm surgical valve, and an insertion of a dual-chamber permanent pacemaker. Discharge information did not list any tvr related complications or allegations of any device malfunctions. The patient was discharged to a skilled nursing facility for physical, occupational and speech therapies on pod #20.

Manufacturer narrative:
UDI (B)(4). The investigation is still in progress. A supplemental report will be submitted.

Event description:
Edwards received notification through the implant patient registry that a 23mm edwards transcatheter valve was explanted after an implant duration of 5 months and 25 days due to unknown reasons. A 23mm edwards surgical valve was implanted.